Event description:
Endovive safety percutaneous endoscopic gastrostomy kit opened, surgeon reports snare on peg tube is not functioning properly. Snare is not able to extend and retract properly, and surgeon states the size of the snare seems different from normal to him. Initial percutaneous endoscopic gastrostomy kit is wasted. Another is opened. Surgeon states this snare is also "smaller than normal" and has difficulty opening and closing snare but is able to use it for procedure.